Event description:
It was reported that the pt showed high lead impedance on diagnostics test. X-rays were taken and send to MFR for further review. No obvious anomalies were observed on the x-rays that could be contributing to the high lead impedance. Last good diagnostics were obtained in (B) (6) 2009. Physician reported that pt had fallen but uncertain to tell if the fall contributed to the high lead impedance.

Event description:
It was reported that the explanted devices were discarded; therefore, no product analysis can be performed.

Manufacturer narrative:
Describe event or problem, corrected data: this information was inadvertently reported using manufacturer report #1644487-2014-01279. Explant date, corrected data: this information was inadvertently reported using manufacturer report #1644487-2014-01279.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient's lead was fractured. The patient underwent generator and lead replacement surgery on (B)(6) 2014. Attempts to obtain additional relevant information have been unsuccessful to date. This information was inadvertently reported using manufacturer report #1644487-2014-01279.